Event description:
It has been reported to us that during removal of the introducer sheath from the pt, the introducer separated leaving the distal end in the artery. Surgery was required to remove distal end of the sheath.

Manufacturer narrative:
(B)(4). The actual complaint sample was returned and evaluated. Visual examination of the returned introducer revealed that the device was in two pieces. The dilator was engaged into the sheath. The distal portion on the introducer sheath measures approximately 8.5cm in length. Closer visual examination of the separation revealed that it appears to be torn. There are puncture holes evident near the torn separated area. The proximal section is torn 4.5cm from the hub. A review of the device history records did not detect any deficiencies within the manufacturing process. The event is confirmed for the sheath broke off. There is evidence that the sheath was accidently sutured into the patient resulting in the sheath breaking. The analysis is complete as of today (B)(4) 2011.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.